Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was attempted to be used during a procedure to treat a moderately tortuous and calcified lesion in the mid distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Excessive force was used during delivery. The stent was unable to cross the lesion. The device was advanced through a guidliner. Resistance was encountered when advancing the device. The device was unable to cross the lesion and was removed and inspected. On inspection, stent struts on the distal end were lifted and flared. The patient is alive with no injury.